Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the device was rejecting batteries and had short battery life. Insulin squirted out during manual prime. Device alarmed multiple motor error alarms. Reservoir compartment was cracked and could barely hold the reservoir in. Drive support cap was damaged, sticking out. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the rewind due to a cracked motor slide at the conductive pad. Unable to perform the displacement, self test, unexpected restart, rewind, basic occlusion, prime, occlusion, excessive no delivery, operating currents or off no power tests due to the constant motor error alarms. Unable to verify the excessive no delivery alarms, failed battery test alarms or low battery alerts due to the constant motor error alarms. The pump had a partially broken off reservoir tube lip and a missing reservoir tube o-ring. The pump was tested with a test p-cap and the p-cap did not lock in place properly. The pump had a loose/protruded drive support disk, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads, a broken belt clip slot and a stained end cap sticker.